Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between may 15, 2024 ¿ may 16, 2024. H11: the device was received for evaluation with 15 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had stopped delivery; drug solution remained in the bladder after the expected infusion time of 46 hours. This was observed during patient infusion. The total fill volume was 104ml which included 65ml 5-fluorouracil (5-fu) and 39ml diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.